Event description:
Additional infomation received reported ther pipeline failed to open inthe distal section. It was not placed in a vessel bend when it failed to open. It was placed in a straightforward zone. At the end, the physician used a ballon to better open the device.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
On (B)(6) 2025; mpxr 1287627 (rep, hcp, for): it was reported that during a neurovascular flow diversion procedure involving a pipeline embolization device, an unruptured saccular aneurysm was present in the internal carotid artery. Initially, the device failed to open. The physician attempted to push the device, which then opened properly and achieved good apposition, but subsequently fell into the aneurysm. Another pipeline embolization device was used to create a telescoping effect. Upon retrying, the pushwire of the device appeared twisted. Dual antiplatelet treatment was administered, and the post-procedure angiographic result was perfect. No patient symptoms or complications were associated with this event. The device was implanted and remains in service. No patient complications have been reported as a result of this event. Ancillary devices: microcatheter headway 27

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.